Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval. Additionally, the device specific info was not provided, precluding a review of the device history record.

Event description:
Revision of equinoxe shoulder components due to rupture of subscapularis tendon. Event was discovered through clinical data collection activities.